Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Evaluation summary: analysis of the returned product noted blood visible on the shaft and in the inflation lumen, balloon, and guide wire lumen, consistent with a rupture while in the patient anatomy. There was contrast in the inflation lumen and loosely folded balloon, consistent with preparation. There were multiple bends throughout the entire length of the hypotube. Since this damage was not reported in the incident information, the bends may have occurred during the procedure or during packaging, handling and return to abbott vascular for analysis. This damage does not appear to be related to or have contributed to the reported balloon rupture. A new indeflator was used in the attempt to pressurize the catheter when fluid leaked out of a pinhole in the balloon over the proximal balloon marker, confirming the reported rupture. There was a scratch in the balloon extending distally from the pinhole for a length of 1 mm. Balloon ruptures can be affected by numerous factors including, but are not limited to, balloon damage during manufacturing, materials, interactions with other devices, patient anatomy, a previously implanted stent, lesion calcification and tortuosity, or insufficient preparation prior to use. Since there was no report of any leaks noted during preparation for use, this suggests that the balloon was not likely damaged prior to use. The patient anatomy was moderately calcified, which likely contributed to the reported difficulties. Interaction with other devices and/or the calcified lesion may have damaged (scratched) and weakened the balloon material, such that the balloon ruptured upon inflation. A review of the product manufacturing records did not reveal any non-conforming material records associated with this lot and all lot release testing met manufacturing criteria. The reported balloon rupture appears to be related to the operational context of the procedure. Product performance engineering will monitor the incident circumstances. All dilatation catheters are 100% visually inspected and leak tested prior to packaging. Additionally, a sampling of units is destructively tested to verify rated burst pressure.

Event description:
It was reported that the lesion was in the proximal circumflex with moderate tortuosity and moderate calcification. The 2.5 x 12 mm trek was inflated in the lesion for one inflation at 10 atmospheres (atm). Then, the trek balloon catheter was removed. The lesion was then noted to not be fully dilated, the trek was advanced for a second time, but the balloon could not be inflated at all. When it was removed from the patient, the balloon was noted to be ruptured. No patient effects were reported. No additional information was provided.